Manufacturer narrative:
Per customer contact, the review of customer data for the sample in question comparing to a normal sample, this appears to be a sample interference issue. The customer performed qc prior to this incident and the results were within 2 standard deviation (sd). Service was not requested for this event. This is a possible sample interference issue.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600i synchron access clinical system generated a <5 mg/dl, oir - lo (out of instrument range - low) result on one (1) patient sample. The erroneous result was not reported out of the laboratory. The customer sent the sample to a referenced lab which yielded a believable result of 38 mg/dl. Treatment was not initiated or withheld based upon the false high results reported.